Manufacturer narrative:
Pc-(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Descent colon carcinoma what surgical procedure was performed? Laparoscopic radical resection of descending colon cancer under general anesthesia; exploratory laparotomy under general anesthesia; resection and reconstruction of descending colon anastomosis + terminal ileostomy did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? The experienced physician where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? 1.0-1.5, other unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unk. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Yes. It's complete. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How was the post-op bleeding identified? Patient experienced abdominal discomfort (unknown details), hemorrhagic drainage of fluid from abdominal drainage. How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? 3 days. Was a transfusion required? Unk. How was the bleeding addressed? Unk. What was the pre and postoperative anti-coagulant and pain management protocol? Anastomotic resection and reconstruction of descending colon + terminal ileostomy. Was the bleeding intraluminal or extraluminal? Intraluminal. Was a leak test performed? If so, what type and what was the result? Unk. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 3days. How was the leak identified?patient experienced abdominal discomfort (unknown details), hemorrhagic drainage of fluid from abdominal drainage. What was observed at the site of the leak upon reoperation? Staples proximal to the staple line were found to be dislodged intraoperatively, approximately 1 cm in length. How was the leak addressed? Anastomotic resection and reconstruction of descending colon + terminal ileostomy. .

Event description:
It was reported that the patient was operated under general anesthesia. On the third day after surgery, the patient developed abdominal discomfort with dark red liquid drainage from the abdominal cavity. It is planned to conduct emergency "laparotomy exploration" under general anesthesia. During the surgery, the proximal anastomosis was not completely broken, about 1cm long, and the breach was extended. Blood clots were seen to block the anastomosis. Bleeding, perforation, and obstruction of the descending colon anastomosis were considered. The patient underwent resection and reconstruction of descending colon anastomosis and terminal ileostomy. After the surgery, the patient developed septic shock and was in critical condition, so he was transferred to ICU for further treatment. Procedure: radical resection of colon cancer.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Descent colon carcinoma what surgical procedure was performed? Laparoscopic radical resection of descending colon cancer under general anesthesia; exploratory laparotomy under general anesthesia; resection and reconstruction of descending colon anastomosis + terminal ileostomy did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? The experienced physician where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? 1.0-1.5, other unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unk. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Yes. It's complete. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How was the post-op bleeding identified? Patient experienced abdominal discomfort (unknown details), hemorrhagic drainage of fluid from abdominal drainage. How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? 3 days. Was a transfusion required? Unk. How was the bleeding addressed? Unk. What was the pre and postoperative anti-coagulant and pain management protocol? Anastomotic resection and reconstruction of descending colon + terminal ileostomy. Was the bleeding intraluminal or extraluminal? Intraluminal. Was a leak test performed? If so, what type and what was the result? Unk. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 3days. How was the leak identified?patient experienced abdominal discomfort (unknown details), hemorrhagic drainage of fluid from abdominal drainage. What was observed at the site of the leak upon reoperation? Staples proximal to the staple line were found to be dislodged intraoperatively, approximately 1 cm in length. How was the leak addressed? Anastomotic resection and reconstruction of descending colon + terminal ileostomy. .

Event description:
It was reported that the patient was operated under general anesthesia. On the third day after surgery, the patient developed abdominal discomfort with dark red liquid drainage from the abdominal cavity. It is planned to conduct emergency "laparotomy exploration" under general anesthesia. During the surgery, the proximal anastomosis was not completely broken, about 1cm long, and the breach was extended. Blood clots were seen to block the anastomosis. Bleeding, perforation, and obstruction of the descending colon anastomosis were considered. The patient underwent resection and reconstruction of descending colon anastomosis and terminal ileostomy. After the surgery, the patient developed septic shock and was in critical condition, so he was transferred to ICU for further treatment. Procedure: radical resection of colon cancer.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2022. Additional information was requested, and the following was received: 1. Does the surgeon believe that there was an alleged deficiency of the cdh29a device that contributing to the patient¿s death or was there contributing patient factors such as the infection? Re:the doctor did not believe this event was caused by stapler device defect. The patient died due to early anastomotic leakage, resulting in abdominal infection. Finally, the ICU infection was aggravated and uncontrollable, resulting in death. 2. What was the date of the patient death? Re:because the patient died at home after giving up treatment and being discharged from the hospital, the doctor could not determine the specific time. 3.has a cause of death been determined? Re: the cause of death was severe infection. During hospitalization, the patient was given antifungal + antibacterial (moxifloxacin + methotrexate) treatment. The physician believed no evidence showing that it was caused by stapler quality or product structure design defect. Therefore, it is considered unnecessary to make other communication. H11: corrected data = h1 . Upon review of the information provided in h10, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.